Event description:
Pt reported that device was making a rattling sound, and their blood glucose was very high (490 mg/dl). Pt self-treated high blood glucose by delivering insulin via bolus and injection. Pt switched to back-up device.